Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): it was confirmed that the display is missing segments as reported, in addition, the visual inspection upon receiving revealed missing battery lid. The device was able to power on using batteries and it showed that multiple led segments did not light up. The device was verified operationally and functionally and was able to obtain readings. The alarm alert conditions were functioning visually and audibly. A visual inspection was performed of inside and the led segments on the system circuit board had multiple open circuit nodes. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the display is missing segments. No consequences or impact to patient were reported.